Event description:
The coil was placed in the aneurysm. In order to be placed the coil had to be pushed with the micro catheter several times. Finally it didn't move any more in the catheter and prof tried to remove it through the micro catheter. The coil stretched and could not be removed. When trying to remove it with the micro catheter the coil tore off and remained in the median artery.